Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a trial procedure done on (B)(6) 2014. The patient was on the table and frozen from anesthesia, and when the right lead was first put in they couldn¿t place it right and she was in so much pain she was screaming. There was difficulty inserting the wire. The doctor found where to insert it, said things were going to be ok, and asked if the patient felt stimulation. The patient said yes and at least the pain she was having was gone. The device was put in wrong from the beginning. The patient didn¿t have any pain when leaving the healthcare professional (hcp) office, just a little numbness, but when she got home she had a sharp pain down her arm to her fingers. The patient¿s arm and fingers were still numb. The part that was ¿frozen¿ stared to hurt like she was being electrocuted and there were little shocks down her leg, up her chest, and in her arm. More movements resulted in more shocking. The patient took a pain pill, went to bed, and was miserable all night. She also ran to the bathroom just about every hour and got up six times a night. It was just the same as if she didn¿t have stimulation. The patient couldn¿t determine if therapy helped or not. In the morning, a manufacturer representative called the patient and said that stimulation might be too high. The patient also contacted her doctor and was told to turn the battery off if the shocks continued. If it persisted, the patient was told to go to the hospital. She had high blood pressure of 181/99 or 181/92, was cold, and had a sharp pain in her neck and down to her leg and toes. Stimulation was turned off, had been off, and turning stimulation off didn¿t resolve the issue. The patient went to the emergency room, was treated as having a heart attack, and was given nitroglycerin. The pain from the shocks was at a level 10. The hospital realized the patient wasn¿t having a heart attack but she did have numbness in her chest and her left arm was like pins and needles. The patient had a lot of complications and ended up in the hospital for three days. The patient was given a lot of pain medications and had a minimal amount of pain while in the hospital. She was also not moving in bed. A lot of the pain was coming directly from the stimulator. The day after she got out of the hospital, the patient had the wires taken out. One came out perfect, and the other one caused her to scream. There was a just a little bit of bleeding. After that she was fine and felt so much better. Since the wires were removed, she hadn¿t had any electrical feeling pain and the shocking was gone. Where they took it out there was a little sore area at the end of her tailbone, and she felt it if she sat down, but it wasn¿t severe pain. She hadn¿t talked to her doctor yet, but had an appointment scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.